Event description:
On (B)(6)2025, it was reported that the user experienced a seizure due to hypoglycemia while using the ilet insulin pump. The user stated that she had not been consistently announcing meals but announced a normal dinner that evening and received 8 units of insulin. She consumed a carbohydrate-heavy meal, including two cupcakes and a cookie, but later observed her blood glucose (bg) trending downward with two arrows on the continuous glucose monitor (cgm). Despite attempting usual corrective measures, the user experienced a seizure and regained consciousness in the hospital. The user was admitted to the hospital on (B)(6)2025 and discharged on (B)(6)2025. Treatment during admission included intravenous fluids. No long-term health effects were reported. A clinical diabetes specialist (cds) reviewed the user's data and noted a 90-day time in range (tir) of 67%, with 0.7% low and 0.2% urgent low. The report indicated that the user announced a late dinner, causing meal and correction insulin to stack, which contributed to the hypoglycemic event. Additionally, a pattern was observed where 59-77% of meals were announced as "less than," potentially impacting the ilet's adaptation. The cds noted that if the user had remained on the ilet, a factory reset and retraining on meal announcements would have been recommended. The user has since discontinued use of the ilet and returned to her previous diabetes management method.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.